Event description:
The patient's mother reported that the patient's blood glucose level was 141 mg/dl in the morning. She said an "auto-off" alarm occurred at 10:22 am followed by multiple loss of prime warnings. The warnings occurred as a result of the patient not completing the prime steps. At 2:11 pm the patient had a blood glucose level of 445 mg/dl and had ketones present. The patient's mother gave the patient an injection of insulin and contacted a pump trainer for assistance in priming the pump. The pump was operating at the time of the call to animas later in the afternoon and the patient's blood glucose level was 327 mg/dl at 3:55 pm.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The user reportedly had difficulty priming the pump, which may have caused an under-delivery of insulin. The owner's booklet states, "to avoid the risk of diabetic ketoacidosis (dka) or very high bg, you must be prepared to give yourself an injection of insulin if delivery is interrupted for any reason."